Manufacturer narrative:
(B)(4). The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. Physioneal therapy was ongoing. The patient was not recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was not hospitalized for the previously reported peritonitis. On an unreported date; extraneal and physioneal therapies were discontinued and hemodialysis therapy was initiated (previously, it was reported that physioneal therapy was ongoing) due to the previously reported peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.